Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump audible tone was not working. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with no audible tones present. The pump was opened and the audible tone circuit contacts were out of alignment. The contacts were realigned and the pump was found to boot with functional audio tones. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.